Event description:
It was reported that unstable angina pectoris occurred. In (B)(6) 2022, the patient presented with unstable angina. The first target lesion was located in the proximal left anterior descending (lad) artery extended up to middle lad with 90% stenosis and was 30 mm long, with a reference vessel diameter of 2.5 mm. The first target lesion was treated with direct placement of a 2.50 mm x 32 mm synergy stent system. Following post-dilation, the residual stenosis was noted to be 0%. Pre-dilation was not preformed. The second target lesion was located in the proximal left anterior descending (lad) artery extended up to the first diagonal with 90% stenosis and was 30 mm long, with a reference vessel diameter of 2.25 mm. The second target lesion was treated with pre-dilation and placement of a 2.25 mm x 32 mm synergy stent system. Following post-dilation, the residual stenosis was noted to be 0%. Two days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2025, the patient was diagnosed with unstable angina pectoris and was hospitalized on the same day for further treatment. At the time of event, the patient was on aspirin and clopidogrel. Medication was given to treat the event. Four days later, the event was considered to be recovering/resolving, and the patient was discharged from the hospital.

Event description:
It was reported that unstable angina pectoris occurred. In (B)(6) 2022, the patient presented with unstable angina. The first target lesion was located in the proximal left anterior descending (lad) artery extended up to middle lad with 90% stenosis and was 30 mm long, with a reference vessel diameter of 2.5 mm. The first target lesion was treated with direct placement of a 2.50 mm x 32 mm synergy stent system. Following post-dilation, the residual stenosis was noted to be 0%. Pre-dilation was not preformed. The second target lesion was located in the proximal left anterior descending (lad) artery extended up to the first diagonal with 90% stenosis and was 30 mm long, with a reference vessel diameter of 2.25 mm. The second target lesion was treated with pre-dilation and placement of a 2.25 mm x 32 mm synergy stent system. Following post-dilation, the residual stenosis was noted to be 0%. Two days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2025, the patient was diagnosed with unstable angina pectoris and was hospitalized on the same day for further treatment. At the time of event, the patient was on aspirin and clopidogrel. Medication was given to treat the event. Four days later, the event was considered to be recovering/resolving, and the patient was discharged from the hospital.

Manufacturer narrative:
D6b - implant date update.